Event description:
Additional information indicated that the catheter issue was identified at the dye study on 1/7/2015. The pump and catheter were replaced on 1/15/2015. No unused segments were left in the intrathecal space. The patient was doing well.

Event description:
It was reported that the patient was experiencing pain, underdose, and withdrawal symptoms for the past two weeks prior to the report. The patient had ¿stumbled and hit a counter¿ on their pump pocket about a month prior to the report which caused bruising around the area of the pump. Dye and rotor studies were scheduled for (B)(6). It was determined that there was a tear in the proximal catheter segment, and later reported that there was a ¿hole in the catheter near where it goes to the spine.¿ the pump and catheter were replaced on (B)(6). And it was further noted that the patient had ¿real bad withdrawal effects¿ and that the pump battery was ¿slowing down or something.¿ at the time of the event the pump delivered morphine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type catheter; product ID 8590-1, lot # n260777, implanted: (B)(6) 2010, product type accessory. (B)(4).